Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The customer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer has alleged visualization of black foam particulate in the humidifier of the device. There was no report of harm or injury. The customer's investigation is ongoing. A follow-up report will be submitted when the customer's investigation is complete.